Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for superior vena cava (svc) coil impedance on the right ventricular (rv) lead and high impedance was observed. It was noted the rv pacing impedance rose but had not triggered an alert. The following day there was an alert for the svc and pacing coil impedance due to a jump in impedance. Later there was an alert for high undefined impedance on the svc, pacing, and defibrillation coil. Follow up concluded that the patient is scheduled for an rv lead replacement procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had fractured. The lead was capped and replaced.